Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the peritonitis event and use of the cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the peritonitis was attributed to touch contamination by the patient. This is supported by the culture results of acinetobacter pittiii, a species commonly found in moist environments such as wet soil, farms, wastewater, and even daily household items and animals. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that they had contracted peritonitis and is using manual solutions for medication. Additional information was obtained through follow-up with the patient¿s pd registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2026 due to abdominal pain/cramping. The patient was diagnosed with peritonitis. A pd culture was obtained. The patient was initiated on antibiotic therapy with ceftazidime 1g daily and vancomycin 2g (route not provided), until the sensitivity report was received. On (B)(6) 2026 the culture and sensitivity results were returned. The white blood cell count was 3239. The culture was positive for acinetobacter pittiii. The vancomycin was discontinued. The cause of the peritonitis event was touch contamination. The patient is continuing ccpd during recovery.